Manufacturer narrative:
Continuation of d10: product ID 8784 lot# 0232153393 product type catheter. Product ID section d in formation references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 2027-08-14, UDI#: (b)(5). H3: analysis of pli 10 (8780 catheter lot number: 0232806735) identified that the catheter was not fully seated onto the connector and the collet was locked in place. Analysis of pli 20 (8780 catheter lot number: 0232711282) identified that the catheter was not fully seated onto the connector and the collet was locked in place. Analysis of pli 40 (8784 catheter lot number: 0232153393) identified that the catheter was not fully seated onto the connector and the collet was locked in place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The issue occurred at the patient¿s initial device implant procedure. The cause of the issue encountered with both catheter components was not determined. The product is to be returned to the manufacturer.

Event description:
Addition information was received from a company representative. It was clarified that there was no complaint from the healthcare provider regarding the two connecting pins of the model 8784 device with lot number 0232153393 and model 8785 device with lot number 0231560180.

Manufacturer narrative:
H6 correction: the previously applied conclusion code d12 has been replaced with d11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot# 0232806735, implanted: (B)(6) 2026, product type catheter product ID: 8780, lot# 0232711282, implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type catheter product ID: 8785, lot# 0231560180, product type catheter product ID: 8784, lot# 0232153393, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the lot number of the unknown ascenda catheter with no attached pin connector was 0232711282. The lot number of the 8780 catheter with the pin connector attached was 0232806735. 2 loose pin connectors were also returned and the lot numbers associated with these pin connectors was 0232153393 and 0231560180. It was stated that there was no issue with the 3rd pin connector.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0232806735. Implanted: (B)(6) 2026: product type catheter product ID 8780 lot# 0232711282. Implanted: (B)(6) 2026. Explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-sep-2027, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 14-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 3 mg/ml at a dose of 0.4 mg/day via an implantable pump. It was reported that the connecting device appeared to be not connected to the connecting pin and was unable to be locked pre-operation (pre-op). Diagnostics/troubleshooting performed included instructing the physician to discard and replace. It was stated that the replacements also appeared to show the same issue. The hub was separated from the connector. Actions/interventions taken included using another device that solved the issue. A replacement connecting pin was successfully utilized. The issue was resolved at the time of the report. It was stated that the product used in the report did not function as expected.